Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this device, variable shock lead impedance measurements were observed. The lead was disconnected and reconnected to attempt to obtain consistent measurements but the measurements were still out of range. Boston scientific technical services (ts) was contacted for further assistance. A ts consultant discussed that there should be good tissue contact with the device and pocket while performing the measurements as well as turning off any electrical equipment to prevent electromagnetic interference (emi) interference. The issue was resolved and this device was successfully implanted. The model/serial information for this device was not provided and unable to be obtained.